Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. Driveline, pump pocket, and local infection are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for driveline infection and acute kidney injury cdk/aki. Aki resolved and now home on suppressive antibiotics. No further information was provided.